Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that impedances were out of range on electrodes 4-7. No environmental factors had led or contributed to the issue. At the last reprogramming a few weeks prior to the report, there were no out of range impedances. The patient hasn¿t fallen. The patient was reprogrammed, and they were able to get adequate programming on electrodes 0-3 which resolved the issue. No surgical intervention was planned or performed at the time for the report. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a return of symptoms. The patient reported that programming was needed. The patient reported that stimulation was not going to the right place since (B)(6) 2017. The patient reported that stimulation was going to the back of the thighs/calves ¿ low back but needed to be in the front of the leg area. The patient reported that he was in a lot of pain last night in the low back area. The patient reported that he had to turn stimulation up higher and he thought he overstimulated some other areas. The patient reported that he was up all night on (B)(6) 2017 because of the pain and was not going to work on the day of the report. The patient reported that there were no falls or traumas related to this issue. The patient reported that he checked the device with the patient programmer (pp) and it showed that stimulation was on. The patient tried increasing and decreasing stimulation as appropriate and changed groups and this did not resolve the issue. No further complications were reported.